Event description:
It was reported that a large volume folfusor had foreign material embedded in the tubing. The issue was detected at final check stage prior to being released for use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed a white particle on the tubing line. From the photos, the exact size of the particle could not be determined, and it was unknown whether the particle was embedded within the material of the tubing. The reported condition was verified. The cause of the issue was due to the material of the tubing related to supplier of the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.